Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller reported that both of the rear wheels had a couple broken spokes.

Manufacturer narrative:
The device was evaluated by the returns department which found that the spokes are broken on both sides from freight/packaging issues.

Event description:
Caller reported that both of the rear wheels had a couple broken spokes.